Event description:
Reporting status: death/medical intervention. Reporting rationale: dislodged stent remained in the pt's anatomy/death. Device issue: stent dislodgement. It was reported that the pt presented with multi-vessel disease. Two stents were deployed in the distal and mid left anterior descending (lad), and a third stent was deployed in the left main. Then, in an attempt to go back into the lad, a 2.5 x 15mm mini vision stent delivery system (sds) was advanced but could not cross through the stent in the left main. The sds was removed from the pt's anatomy and it was noted that the stent had dislodged from the sds and remained in the pt's anatomy. A snare device was used in an attempt to retrieve the dislodged stent; however, was unsuccessful. The pt then crashed and died in the cath lab. No add'l event or pt info is available.

Manufacturer narrative:
.